Manufacturer narrative:
Analysis of historical records the device involved in this event has not been returned to orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation the device involved in this event has not been returned to orthofix (B)(4) yet. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation and/or further information are available. Orthofix has requested further information on the event, i.e. Lot number of the device involved, patient's information, diagnosis and treatment, if there were any adverse effects on patient, patient current health condition, copy of x-ray images. No further information was provided so far. As soon as further information is available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. (B)(4).

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6) medical center - surgeon's name: dr. (B)(6) - date of initial surgery: (B)(6) 2018 - body part to which device was applied: foot - surgery description: unknown - patient information: unknown - problem observed during: clinical use on patient/intraoperative - type of problem: device functional problem - event description: per dist.-the holes in the footplate where the hexapod struts are designed to attach were not big enough to accommodate the strut. The holes were at least 2mm too small. When dr. (B)(6) tried unlocking the locking screw to enable the struts to be inserted into the footplate, the screws stripped out and metal shavings fell out. They tried multiple struts to make sure it wasn't the strut. They were able to fit the same struts into the full ring without a problem. This happened on multiple screws. The rep explain that foot plate is still on the patient and will have many adjustments before it comes off the patient, therefore that is the reason he stated the device would not be returning. Further information received from the distributor on may 22, 2018: the rep will not be able to get the lot number until the patient returns to doctor's office on (B)(6) for adjustments. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Event description:
The information provided by the local distributor indicates: - hospital name: forsyth medical center - surgeon's name: dr. Tim vogler, dpm - date of initial surgery: 04/20/2018 - body part to which device was applied: foot - surgery description: unknown - patient information: unknown - problem observed during: clinical use on patient/intraoperative - type of problem: device functional problem - event description: per dist.-the holes in the footplate where the hexapod struts are designed to attach were not big enough to accommodate the strut. The holes were at least 2mm too small. When dr. Vogler tried unlocking the locking screw to enable the struts to be inserted into the footplate, the screws stripped out and metal shavings fell out. They tried multiple struts to make sure it wasn't the strut. They were able to fit the same struts into the full ring without a problem. This happened on multiple screws. The rep explain that foot plate is still on the patient and will have many adjustments before it comes off the patient, therefore that is the reason he stated the device would not be returning. Further information received from the distributor on may 22, 2018: the rep will not be able to get the lot number until the patient returns to doctor's office on 5/31 for adjustments. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records the device involved in this event has not been returned to orthofix srl. Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation it was not possible to analyse the device involved as it was not returned to orthofix srl. Should the device become available, it will be performed the technical analysis. Referring to previous similar complaints on truelok hex double row footplates, the double row footplate involved in this complaint presents dimensional interference that led to the voluntary recall ref: fsca201801. Although the lot number of this specific event was not identified, orthofix assumes that it belongs to the list of recalled lots. See details of the fsca201801 in the conclusion section below. Medical evaluation the information made available on the case was sent to our medical evaluator. Please find below a summary of the medical evaluation performed. "It is very likely that the final result on this patient was that the footplate was stable and well fixed. If this were not the case the surgeon would have chosen a different fixation system. It would be nice to have a detailed photo of the applied frame to understand how it has been put together." Orthofix requested further information, i.e. Patient's information, patient diagnosis and treatment, adverse effects on patient, patient outcome, copy of the x-ray images, lot number of the affected device, detailed photo of the applied frame. Regretfully, no other details were provided. Final comments the root cause of problem notified is an incompatibility and dimensional interference between double row footplates manufactured in a limited period of the year 2014 and struts manufactured after september 2016. Orthofix srl conducted an investigation by performing technical analysis, medical evaluations and a review of the risk analysis. The result of the investigation determined that some production batches of double row footplate, manufactured in a limited period of the year 2014, are now potentially not compatible with the current version of the tl-hex struts. In detail, it is possible that the stud of the strut cannot be inserted in the hole of double row footplate. This is the reason that had brought orthofix srl to initiate a voluntary recall (re. Fsca201801). The reported incompatibility was caused by a design problem for which the combination of tolerances of two parts (double row foot plate - struts) can generate interference with consequent difficulty to insert the stud of the strut in the hole of double row foot plate. Orthofix determined that all footplates manufactured in a specific period of year 2014 be withdrawn from the market. This problem can be detected during: - pre-planning phase without effect on patients. The pre-planning phase is recommended by orthofix srl in the instruction for use leaflet, ref. Pqtlh. - intra-operative phase, causing a prolongation of surgery time. - post-operative phase, in case of strut exchange, causing a prolongation of treatment. In any case, there are alternative procedures to complete the surgical intervention (1 - 2) and treatment (3): 1) the surgeon can use parallel external support (either footplate or ring) that do not have dimensional issues; 2) the surgeon can complete fixation temporarily using non-hexapodal truelok connection elements. This solution requires post-operative non-surgical intervention: a) - the surgeon completes the tl-hex frame with an additional parallel external support (either footplate or ring) that do not have dimensional issues; b) - the surgeon completes the frame for treatment using truelok non-hexapodal elements; 3) in case the issue arises in a strut change during treatment, the surgeon can use an emergency tab kit. Orthofix srl has already introduced the following measures: - inform all the distribution network and customers/users via a field safety notice in order to immediately identify the products in their warehouse which are involved in this action, remove them from inventory and return to orthofix srl. With specific regard to the us market, orthofix confirms that the initial recall report 9680825-01-23-2018-001-r double row footplate tl-hex, was submitted to FDA on (B)(6) 2018 (FDA ref: z-2063-2018) and to the us distributor on (B)(6), 2018. Orthofix srl continues monitoring the devices on the market. - attachment: [2018109_FDA medwatch letter follow up 1.pdf].